Event description:
During baxter's evaluation of a spectrum pump, a delayed keypad was observed. There was no patient involved.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the delayed keypad response, which was experienced during eval. It was found to be caused by a failing processor printed circuit board (pcb). The failed processor pcb was replaced.